Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1y0vd, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the one of the patient's leads was frayed and the right lead was revised. The issue was resolved.

Event description:
Additional information was received: it was reported that the last communication the rep had with the patient was when they were waiting for their replacement antenna for the recharger. The rep hadn't heard anything else.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep can¿t seem to get the patient¿s ins charged over 50%. They had good coupling and would sit there for a couple hours. The caller had asked the patient to try to charge an hour a day for at least a few days to see if anything would improve, but there was no improvement and they didn¿t charge for the last 2-3 days and was at 25%. The patient charged again and recharged to 50% but it didn¿t go past that point. It was reviewed for the patient to charge regularly and if troubleshooting didn¿t find any opportunities to educate on recharging best practices or failure of external devices, the caller would have patient their insr to the clinic to review insr stats. It was also noted that the patient¿s insr antenna cord was frayed. It was reviewed for the patient to call to confirm address for a new antenna.